Event description:
Patient was revised to address acetabular cup loosening and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2013 - ppd received. Doi was provided for the left side. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Litigation papers allege that after implantation the patient suffered pain around the site of the implant, constant discomfort, his mobility was severely limited and developed bone deterioration at the site of the impact. Patient underwent a revision of his total left hip arthroplasty. Since completion of hip replacement surgeries, the patient has suffered from injuries of a permanent, lasting and painful nature as a result of the asr systems failure. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.